Event description:
Legal papers allege that on or about in 2006, and for six years prior, the plaintiff experienced left knee pain requiring revision because of failure of the knee replacement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.